Event description:
Edwards received information that this bioprosthetic valve, implanted approximately six (6) years, was explanted due to patient prosthesis mismatch and prosthetic aortic valve stenosis. Operative note indicates: "the old aortic valve was encountered and this was then removed by removing the old sutures and then using a freer elevator to get underneath it, and then elevating it circumferentially. The underlying fibrosis was trimmed back sharply and there was fibrosis overlying the stent graft portion of this at the level of left non-commissure and this was starting to the fuse commissures the old valve was then removed and afterwards, a 21 and then secondly a 23 mm pericardial tissue valve could be fit into the residual annulus." There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
(B)(4). Report of explant due to patient prosthesis mismatch for a valve that was undersized at 19 mm. The valve was replaced with a 23 mm prosthetic valve. The instructions for use for this product indicate: "when choosing a valve for a given patient, the size, age, and physical condition of the patient in relation to the size of the prosthesis must be taken into consideration tominimize the possibility of obtaining a suboptimal hemodynamic result. The selection of a valve, however,must ultimately be made by the physician on an individual basis after carefully weighing all of the risks and benefits to the patient." The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further actions are possible with the available information.